Event description:
It was reported that a patient with a medical history of parkinson's disease experienced an issue with the activa rc wireless recharger, which could not be recharged and was determined to be bricked and unable to operate. The problem occurred while the patient was living in a remote area and was unaware of the warranty process; the issue was only identified during a hospital follow-up. In the two months following the event, the patient borrowed another legacy recharger from other patients to recharge the battery. Troubleshooting included resetting the recharger three times without success, and technical services confirmed that the recharger was bricked. No patient complications have been reported as a result of this event. It was further reported that the battery indicator light was flashing green on the wireless recharger. Additionally, the recharger could not be charged. Reset by pressing the button for 30 seconds doesn't work. The issue was not resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3. Analysis for recharger (B)(6) found lock up or freezing issue. Led's scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.